Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had issues with the insulin pump's battery longevity. She was sent a replacement battery cap but the battery died after two days. The replacement battery cap did not resolve the issue. The insulin pump alarmed failed battery test. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected failed battery test alarm or low battery alarm noted. The battery icons functioned properly. The insulin pump had minor scratched display window.